Event description:
It was reported that there was a faulty gearbox for the in-situ implant pin 20951. This will require a revision surgery.

Manufacturer narrative:
The device will not be returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained, a supplemental MDR will be submitted accordingly.